Event description:
Rn opened brand new central line kit and immediately noticed that the lidocaine ampule was broken inside this unused kit. Kit not used had to be discarded. No harm to staff or patient. Manufacturer response for central line kit, (brand not provided) (per site reporter): took information.